Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over 6 months ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patient was doing well postoperatively. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patient was doing well postoperatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 17941988/17518391.